Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a charger failed error message at boot up. This prevented the system from booting up, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.